Event description:
Procedure: inguinal hernia repair. According to the reporter: after a conversation with dr. (B)(6) (covidien medical affairs), dr. (B)(6), report he started using parietex in around 2012 and almost all of the pts receiving parietex have developed a mesh-associated infection after 1 year post-op. So far he has removed 17 meshes from 11 pts. Seven reports were filed and we are looking for add'l info of the case for pt #11. Info about the parietex used in the procedure is not available (asked but unk).

Manufacturer narrative:
(B)(4).